Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level readings were between 300 mg/dl and 500 mg/dl. The customer stated that the insulin pump was on manual mode. They also reported that certain parts on the insulin pump were grayed and they could not deliver bolus. The insulin pump will not be returned for analysis.